Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's girlfriend reported via phone call that the insulin pump appears to be wearing out because when they try to rewind, it will start and then stop all of a sudden. Caller stated that it would then start up again and they have not received any alarms or errors. Caller stated that the issue started about 6 months ago. Caller agreed with the date (B)(6) 2015 as the start of the issue as they do not remember the exact date or the customer's blood glucose level.